Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 11:12:07, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm is an additional finding unrelated to the reported event. Of note, the event log file was not available for analysis. Log file analysis also revealed intermittent decreases in power consumption and estimated flows within the analyzed period and seventy (70) low flow alarms logged since on (B)(6) 2025. As a result, the reported low flow event was confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the observed vad disconnect alarm can be attributed to the controller being powered on without the driveline connected, likely in preparation for a controller exchange. Per the instructions for use, right heart failure and aortic insufficiency are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flow alarms. The patient was evaluated in the inpatient clinic due to these alarms, and logfiles were downloaded for device event analysis. An echocardiogram revealed mitral insufficiency, aortic insufficiency, right ventricle dilation, and reduced right ventricular contractility, with tricuspid annular plane systolic excursion (tapse) decreased from 14 to approximately 7. The international normalized ratio was elevated at 4, above the therapeutic range. The patient was hospitalized for right heart failure and dobutamine therapy was initiated.